Event description:
A caller reported a cartridge alarm occurring during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Although the pump was out of warranty, technical support agreed to replace the pump and sent a loaner pump after discussing the loaner agreement and obtaining necessary information from the customer. The customer is in the process of obtaining a new tandem pump.